Manufacturer narrative:
Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit, and failed battery test alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received low battery alert. The customer¿s blood glucose level was 300 mg/dl. The customer also stated that they changed the battery because of a low battery and then again got the low battery alert. Troubleshooting was performed for battery out limit. The customer stated that the pump was alarming battery out limit at the time of the call. The product will not be returned for analysis.